Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 13 of the patient's mouth. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and mobility. No further patient complications were reported.